Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled on the dso seal. The event history log confirmed the error message of the reported problem. Functional testing was able to duplicate the reported problem. It was determined that the faulty dso seal was the root cause. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device had no alarm and no sound. There was unknown patient involvement.